Event description:
It was reported during routine follow-up intermittent loss of capture was observed. Lead dislodgement and a break in the insulation of the lead was also reported. The lead was replaced and no patient complications were reported as a result of this incident.